Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture was observed in the battery compartment with no damage to the pump noted. It was reported that the battery cap was undamaged and able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed unexplained occurrences of power on reboot on the event date. Battery compartment was intact and evidence of moisture intrusion was found inside the compartment. The pump failed to power up. The reported power issue and moisture ingress was duplicated during the investigation. Removal of the pump casing found additional evidences of moisture contamination inside the pump and on the processor circuitry. Due to the moisture intrusion, the remaining functional testing was not completed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.